Event description:
Sister of end user claims her brother was sitting on his rollator outside of the adult care facility when a wheel broke on the unit causing him to fall back and hit his arm on the building. Two weeks following the incident the end user was taken to the hospital due to complaints of arm pain.